Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be patient movement because the patient required chest compressions for 4 minutes during the implant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured left femoral artery hematoma with a "possible" relationship to the impella cp device used: ¿per cath report: a pigtail catheter was used to cross the aortic valve and exchanged over a platinum plus wire; the impella cp was advanced over the wire to the left ventricle and the impella was activated. After peeling away the sheath and advancing the repositioning sheath, there was note of a moderate hematoma over the left groin; several angiograms demonstrated no active extravasation, and the hematoma was thought to have occurred during chest compressions. Per discharge summary: the patient eventually lost pulses and required 4 minutes of chest compressions and emergently had an impella placed in the left femoral artery with a hematoma at the insertion site- no active extravasation seen on angiogram and was suspected to be due to chest compressions.¿ the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.